Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection engineering confirmed that the tissue bag had fallen off the support prongs of the inzii retrieval system. The event unit was disassembled for investigation. An internal component was found to be deformed. No other non-conformances were observed. The likely root cause is use error, as retraction prior to full deployment may cause internal component deformation and cause the bag to fall off of the supports when fully deployed. In the instructions for use (IFU), it is stated that, "the thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. While fully deployed, the open end, or rim, of the bag is maintained in an open position." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary, to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole -" lap cole kit bag was not attached to the metal prongs when the bag was deployed, bag was inside the patient the metal was exposed, specimen was never placed in the bag. Bag was removed safely. " type of intervention: "used a second bag to complete the procedure." Patient status: "patient was not harmed."